Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm (alarm 24) occurred. Customer¿s blood glucose value was 150 mg/dl. The customer declined a follow-up regarding obtaining an alternate method of insulin therapy.